Event description:
Patient presented with a substantial amount of thrombus in the aorta and access vesseles; had successful implant of a bifurcated device and proximal cuff in 2006. The physician noted an endarterectomy of the right common iliac caused by the 22fr dilator; repaired damage to the artery by sewing it up during closure. Good flow was established and patient left or in good condition. Patient died the following day with thromboembolism to sma contributing to the event; physician states that the death is not device related.